Event description:
It was reported that the customer was experiencing 10 to 15 no delivery alarms on the insulin pump for the past 2 hours. Customer stated he tried to bolus one unit and got no delivery alarm. Customer stated it happened 20 to 22 times today. The customer was advised to speak with healthcare provider due to customer was using an off label product. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.